Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he kept receiving a no delivery alarm on the insulin pump. Customer's blood glucose is 430 mg/dl. Customer stated that the alarm appears when there is about 1/3 of the insulin left in the reservoir. Customer treated with injections. Customer stated that the no delivery alarm is recurring and the alarm occurred during bolus. Customer stated that the reservoir is not empty. Customer performed a 5.0 unit fixed prime and customer stated that the insulin did not exit. Customer stated that he inserts manually and does not have a plunger available. Customer is unable to complete troubleshooting and was advised to call back when he has extra supplies available.